Event description:
Patient had arthroscopic shoulder repair surgery on in 2002. 3 months later patient complained of "pain, popping and catching". X-rays were taken and showed that one of the implants "may have backed out". Patient returned to surgery). It was observed that one of the implants was 1mm proud and the surgeon elected to remove it. Additional findings observed displayed that the initial repair remains intact with no displacement of the repair. A 2x2 cm of chondrolysis of the central portion of the humeral head was observed. This did not correspond with the region where the implant was removed. The implant which was removed was given to the patient. The patient took the device to an unidentified lab for evaluation and was not returned to the surgeon or manufacturer for inspection or evaluation. The findings from said lab were not made available to the manufacturer. Patient continues to complain of pain and limited motion. Patient was referred to a rheumotologist and is being treated with over the counter medication.